Event description:
A user facility biomedical technician (biomed) reported to fresenius that the pin covers on the blood pump rotor of the 2008t machine were missing, broken, or loose. During initial follow-up the biomed stated that the fresenius bloodlines were cut during hemodialysis (hd) treatment by exposed pins. The reported issue was identified approximately 22 minutes prior to treatment completion. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 250 ml. The blood pump rotor was replaced with an available spare to resolve the reported issue and the machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation. During additional follow-up the facility administrator (fa) confirmed that the patient did not experience a serious injury or require medical intervention. No machine alarms were received. The issue was identified when blood was visually observed leaking from the blood pump segment of the fresenius bloodlines by the staff. The patient's treatment ended early.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: eight blood pump rotors were returned to the manufacturer for physical evaluation, none of which were identified as belonging to a specific complaint or machine serial number. The plant tested and captured all results of the production investigation within this record. All eight blood pump rotors were returned with either the pin covers (guide sleeves) missing, damaged/deformed, or loose. Each blood pump rotors were tested on a test machine with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. None of the rotors damaged the bloodlines and there were no fluid leaks nor alarms that occurred during testing. Additionally, none of the pin covers (sleeves) on the rotor became loose nor damaged during testing. The reported issue was not confirmed as the reported issue could not be duplicated during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the pin covers on the blood pump rotor of the 2008t machine were missing, broken, or loose. During initial follow-up the biomed stated that the fresenius bloodlines were cut during hemodialysis (hd) treatment by exposed pins. The reported issue was identified approximately 22 minutes prior to treatment completion. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 250 ml. The blood pump rotor was replaced with an available spare to resolve the reported issue and the machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation. During additional follow-up the facility administrator (fa) confirmed that the patient did not experience a serious injury or require medical intervention. No machine alarms were received. The issue was identified when blood was visually observed leaking from the blood pump segment of the fresenius bloodlines by the staff. The patient's treatment ended early.